Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate tachycardia shocks due to an episode of atrial arrhythmia. Therapy was exhausted. Although no serious injury occurred, this type of malfunction could lead to death or serious injury if it were to occur again. No adverse patient effects were reported.